Event description:
After performing slap repair using three or more suretac devices, three different cases had to be re-operated on after adhesions had formed in the shoulder, restricting movement and creating pain. There is a video file included in cd, showing one of the patients operating on, showing parts of degrading maxon b encapsulated in the tissue. A shaver was used to remove the adhesions and the suretac material and the patients all went on to recover.